Event description:
It was reported that a patient underwent a cardiac ablation procedure and when the octaray was inserted, the physician felt resistance within the sheath. Octaray was removed from the patient¿s body. It was confirmed that the distal tip of the insertion tube had come off, and the sheath was collected. The vizigo short was replaced, and the procedure continued. The insertion tube was used as it was, with the fallen tip, and the octaray was not replaced, allowing the procedure to continue. Additional information was received which indicated that the resistance was felt during the advancement of the octaray inside the sheath. The distal tip of the insertion tube had remained inside the sheath and the whole system was removed from the patient¿s body, and the physician confirmed outside the body that the tip was retrieved. There are no residuals remaining in the patient¿s body. It was confirmed that the insertion tube was slightly pushed into the sheath valve, but it was within the proper usage range. The possibility of excessive pushing is low. The resistance in the sheath was judged to be caused by the tip of the insertion tube, and the vizigo sheath was removed. At the physician's decision, the vizigo sheath was cut, and the tip of the insertion tube that remained in the sheath was retrieved. After that, a new vizigo sheath was taken out from the sterilized package and inserted. The procedure was continued, and it was successfully completed. No adverse patient consequences were reported.

Manufacturer narrative:
A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the hub of the sheath was observed. However, since no physical damage was observed, the reported issue cannot be confirmed. A device history record evaluation was performed for the 60000517 finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and the root cause is unable to be assigned based on the current evidence. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 02-jul-2025, additional information was received which indicated that the correct lot number for the vizigo sheath is 60000505. Therefore, the following corrections are being made to the initial report on the following fields: d4. Catalog, d4. Lot, d4. Primary UDI number, d4. Expiration date, and h4. Device manufacture date the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 07-jul-2025. As such, d 9. Device available for evaluation?, d 9. Date device returned to manufacturer, and d 9. Is device returned to manufacturer? Have been updated. It was reported that a patient underwent a cardiac ablation procedure and when the octaray was inserted, the physician felt resistance within the sheath. Octaray was removed from the patient¿s body. It was confirmed that the distal tip of the insertion tube had come off, and the sheath was collected. The vizigo short was replaced, and the procedure continued. The insertion tube was used as it was, with the fallen tip, and the octaray was not replaced, allowing the procedure to continue. Additional information was received which indicated that the resistance was felt during the advancement of the octaray inside the sheath. The distal tip of the insertion tube had remained inside the sheath and the whole system was removed from the patient¿s body, and the physician confirmed outside the body that the tip was retrieved. There are no residuals remaining in the patient¿s body. It was confirmed that the insertion tube was slightly pushed into the sheath valve, but it was within the proper usage range. The possibility of excessive pushing is low. The resistance in the sheath was judged to be caused by the tip of the insertion tube, and the vizigo sheath was removed. At the physician's decision, the vizigo sheath was cut, and the tip of the insertion tube that remained in the sheath was retrieved. After that, a new vizigo sheath was taken out from the sterilized package and inserted. The procedure was continued, and it was successfully completed. No adverse patient consequences were reported. Device investigation details: following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed that the tip was missing. No other anomalies were observed; the hemostatic valve, friction ring and side port were found in normal conditions. Per the conditions observed on the octaray's introducer used in this event (distal part has "fallen off"), a dilator and the mentioned device were passed through the sheath using an introducer sample, and no resistance was encountered. No other issues were observed. A device history record evaluation was performed for the 60000505 finished device, and no internal actions related to the reported complaint condition were identified. The introducer issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the use of the device that may have affected its performance. Per the conditions observed on octaray's introducer, the issue can be associated to the introducer and not the sheath. The instructions for use (IFU) contain the following information: during insertion, use caution not to create excessive bends that may lead to crimps in this device.regarding the missing tip, it was not originally reported. Further information received stated that it was removed by physician decision. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).